Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-45 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID: 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID: 3708240 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID: 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID: 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient was implanted with a rechargeable implantable neurostimulator (ins). It was stated that "it moved an inch" and would not charge. After a year and a half with that ins, it was replaced. Further information has been requested. If more information is received, a follow up report will be sent.

Event description:
Additional information received reported that the cause of the event was a "charging failure". It was stated that a surgical replacement of the implantable neurostimulator had occurred, but the date was unknown. It was reported that the patient had recovered without sequela.

Manufacturer narrative:
(B)(4).